Event description:
It was reported that an altitude alarm occurred. Additionally, it was reported that an occlusion occurred. There was no reported impact to the customer¿s blood glucose level. A supply change was performed resolving the occlusion.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.